Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-400sag serial/batch number 02653 was received for investigation. Functional testing was not conducted on this device due to the absence of a corresponding mating part. Upon visual inspection, signs of wear and tear were evident, along with dent marks on the device's head. The reported failure is most commonly attributed to misuse by the end user, considering the device was manufactured in 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/12/2023, it was reported by a sales representative via (B)(4) that an ar-400sag saw attachment blade is dull and will not cut bone. This occurred during use in a case with no patient effect.